Event description:
The customer called to report an alarm during a manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with an alarm during the prime test due to a loose drive support disk.